Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for fecal incontinence and gastrointestinal/ pelvic floor issues. The consumer reported that the patient suddenly had two seizures on (B)(6) 2016 and she had never had seizures before. The patient had a CT and MRI which were both normal. Additional information received from the health care professional reported that no obvious cause was identified for the seizures. The patient was started on anti-seizure medication. CT brain, MRI brain, and 24 hour eeg monitoring were performed. Imaging studies were reportedly negative. Eeg results were pending. The cause was not determined, but they were told that the neurologist did not believe the seizures were device related. The health care provider was waiting on documentation of this.